Event description:
Pt reported she was just admitted to the hospital this evening (B)(6) 2025) because her hickman line fell out. Pt is hoping to get it fixed friday (B)(6) 2025 and then be released the same day but won't know more until friday. Unknown if md aware. No further info, details or dates available. IV remodulin pt. Product lot number and expiration date were systematically retrieved from the dispensing system.